Event description:
Additional information was obtained indicating that the rv lead was surgically abandoned due to high out of range pacing impedance measurements. The ICD was also explanted during the procedure due to an upgrade. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) pacing lead impedance measurements. Additional information was obtained indicating that the impedance measurements of the rv lead had increased for the past five years. The device function and pacing parameters were still in normal range as of the current evaluation. The patient was sent for system upgrade and did qualify upon screening. At this time, the patient will follow-up with the facility that is capable for the system upgrade. The system remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Only the proximal segment of the lead was returned. The lead passed the continuity and hipot tests. Field observations were not confirmed through testing on returned segment of the lead.